Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ outflow graft h3: yes h6: FDA method code(s): b15 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d11 product event summary: multiple outflow grafts with unknown lot numbers were not returned for evaluation. Review of the sterility certificate and manufacturing documentation could not be conducted since the lot numbers are unknown. The reported obstruction event was confirmed via visual evidence provided which revealed an obstruction of the outflow graft. The reported thrombus event could not be confirmed due to insufficient evidence. The devices may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding interventional treatments for left ventricular assist device (lv ad)-associated complications. The article reports patients who underwent transcatheter aortic valve replacements (tavr) and outflow graft (og) interventions and experienced complications. Complications post tavr included pump thrombosis, which was successfully dissolved with intravenous lysis therapy, right heart failure (rhf) which required inotropic support, pneumonia which required a prolonged stay in the intensive care unit (ICU), and acute kidney injury (aki) with renal replacement therapy. Patients underwent og interventions due to og obstruction and stenosis. Og obstruction was diagnosed based on symptoms of heart failure, decrease in pump flow and indirect signs in echocardiography (lv dilation and increased av opening time, and a computerized tomography (CT) scan was conducted in most patients. Patients experienced bleeding events; two patients had epistaxis which required local tamponade, one developed a hematoma at the vascular access site, which needed surgical revision, and one intracerebral bleeding. In one patient, bleeding occurred after systemic lysis treatment, which was administered after og intervention for concomitant intrapump thrombosis. Other patients developed rhf, aki, pneumonia, allergic reaction of the skin (presumably due to contrast agent), and postoperative delirium. In one patient, an og stent dislocated into the abdominal aorta and was expanded, no further complications occurred within three post interventional years for that patient. The status/disposition of the vads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/58 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: interventional procedures for left ventricular assist device-associated complications. American society for artificial internal organs asaio journal. 2022; 68(11):1332-1338. Doi: 10.1097/mat.0000000000001674 additional products: brand name: heartware ventricular assist system ¿ outflow graft model #: unknown/ catalog #: unknown/ expiration date: unk / serial or lot#: unknown UDI #: asku concomitant medical products: no mfg date: unk labeled for single use: no (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.